Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery ((B)(6) 2017 , hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, nausea and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, gastrointestinal disorder, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic / abdominal, back pain, nausea, gi conditions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received events " pelvic / abdominal pain, back pain, nausea, gi conditions, menorrhagia (heavy menstrual bleeding), plaintiff did not undergo confirmation test." Were added. Outcome of event "pain" was updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gallbladder hypofunction ('gallbladder stopped') in an adult female patient who had essure (batch no. 752415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included hip arthroscopy in (B)(6) 2016, menorrhagia on (B)(6) 2010 and condom. Previously administered products included for birth control: birth control pill from 2005 to (B)(6) 2016 and mirena from 2006 to 2008. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included depression since 2012 and blood pressure high since 2006. Concomitant products included escitalopram oxalate (lexapro) since 2012, estradiol since (B)(6) 2017 and lisinopril since 2006. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced back pain ("lower back pain"), gastrointestinal disorder ("gi conditions") and arthralgia ("hip pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain") and groin pain ("groin pain"). On an unknown date, the patient experienced gallbladder hypofunction (seriousness criterion medically significant) and pain ("pain radiate to my upper thigh"). The patient was treated with surgery ((B)(6) 2017 hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral) and gall bladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia had resolved and the gallbladder hypofunction, menorrhagia, nausea, gastrointestinal disorder, vaginal haemorrhage, abdominal pain lower, groin pain and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, gallbladder hypofunction, gastrointestinal disorder, groin pain, menorrhagia, nausea, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/ abdominal, back pain, nausea, gi conditions diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: lower abdominal pain, groin pain and pain radiate to my upper thigh. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: new events abnormal bleeding (vaginal), hip pain, gallbladder stopped, lower abdominal pain, groin pain and pain radiate to my upper thigh were added. Lot number added, other relevant history, concomitant medication and reporter causality comment were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.